Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient presented to an implant procedure. Prior to the procedure, difficulties loading the leadless pacemaker with the delivery catheter were noted. Once the device was successfully loaded and docked, the implant was attempted. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter while performing a deflection test after fixation. The device remained implanted with acceptable parameters. The delivery catheter was then examined and noted to have the tethers misaligned. There were no patient consequences.

Manufacturer narrative:
The reported events of a loading issue, premature separation, and failure to align were confirmed. As received, a catheter was returned in one piece without a device returned. Visual inspection of the catheter found the tether control knob was in aligned position while the distal bullets were in the mis-aligned position. X-ray examination found one of the tethers slipped inside the release tether screw, as received. Dimensional analysis that was performed found all measurements were within specification with the exception of the aligned offset which was measured to be out of specification due to the slipped release tether. The reported events were isolated to the slipped tether inside the release tether screw.